Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. A f/u report will be submitted when the eval has been completed. Eval: conclusions: a f/u report will be submitted when the eval has been completed.

Event description:
The customer reported that during a left ventriculogram procedure, the rotator broke at 967 psi. No harm or injury was reported.